Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event; details of the circumstances were not provided, and oral glucose was used for treatment. Symptoms included hypoglycemia. Outcomes included insufficient information to characterize the impact. Investigation included communication attempts and analysis of information provided by the user or third parties. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.